Manufacturer narrative:
Stretcher located in repair station. Brakes would set but would still move a little bit. Cause: found rocker arms broken on head foot. Replaced head and foot rocker arms with brake and steer up grade kit to resolve this issue.

Event description:
Info received that the brakes would set but would still move. No injury reported.